Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), a 23mm sapien 3 ultra valve was deployed in the aortic position via the right transfemoral approach. The valve crimping was performed according to the IFU. The valve was deployed without issues, with the valve landing in a final 80:20 aortic/ventricular (a/v) position. Post valve deployment, a ¿small¿ resistance was felt as the delivery system was retrieved through implanted valve. The valve was observed to shift/embolize a small way towards ascending aorta. The valve was no longer inside of the annulus. The decision was made to implant a second sapien 3 ultra valve. The second valve was implanted inside of the first valve, in a 70:30 a/v using 18ml of volume. The final result was acceptable. At the time of the report, the patient¿s condition was good. The valves remain implanted in the patient. The native annular diameter measured 22.5mm by CT with a valve area of 404.7mm2. It was speculated that an interaction of balloon/distal shoulder with the distal stent end of the implanted valve may have occurred, resulting in non-coronary cusp side of the valve being pulled.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the migration of the valve towards the ascending aorta cannot be confirmed, it was speculated that during the ultra delivery system withdrawal, an interaction between the deployed valve and the balloon/distal shoulder of the delivery system may have occurred, resulting in the ncc side of the valve being slightly pulled out of position. A second sapien 3 ultra valve was deployed, stabilizing the initial valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-01587.